Manufacturer narrative:
On (B)(6) 2022 mentor became aware that non conformance's were identified during the mre and that the issue will be handled through mentor's quality system. Note: recall#: 3005423519-10/12/2021-001-r suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ssm hps dv 270ccbreast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that patient underwent bilateral replacements as follow: l/ cat#: 3505375bc, sn#: (B)(6) r/ cat#3505375bc, sn#: (B)(6). The date of event was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent a breast augmentation revision with a mentor smooth round high profile, 270cc saline breast implant experienced right-sided deflation post procedure. As a result patient scheduled for an explant on (B)(6) 2021.